Manufacturer narrative:
(B)(4). The investigation found that the integris h5000/allura 9c system has 4 image drives and one was found to be bad, which prevented the system from powering up. The field service engineer (fse) reported that all four drives were replaced and the issue was resolved.

Event description:
During a procedure the system went down and would not power up. The issue happened near the end of the procedure and all images were lost.